Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). Four stents were placed in the rca. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. When the physician pulled the device out from the patient, it was noted that the device snapped. The procedure was completed with another of the same device. No patient complications were noted and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. There was blood in the wire lumen lumen. The balloon was tightly folded. The hypotube shaft was completely separated 14.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities in the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). Four stents were placed in the rca. A 12mm x 3.50mm nc quantum apex balloon catheter was selected to dilate the lesion. When the physician pulled the device out from the patient, it was noted that the device snapped. The procedure was completed with another of the same device. No patient complications were noted and patient's status is fine.